Event description:
It was reported that the device was used during the hand assisted laparoscopic gastric bypass, the instrument rec'd error code 5. There was no pt consequences.

Manufacturer narrative:
Eval summary, the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional.